Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had sores under the lifevest. The patient reportedly had sores under the electrodes that prevented him from wearing the lifevest. It was reported that the patient intended to reach out to his doctor. It is unknown if the patient was prescribed any medication for the sores. The patient has since ended use of the lifevest. The patient's medical outcome is unknown, as follow-up attempts were unsuccessful.